Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient experienced an alarm during use and it would not turn off. The patient states he didn't get a notification on the pdm as usual so he had to remove pod. The patient alleges when he removed the pod, on the backing he noticed it had a burn spot. The patient states he stuck a pin in the hole to get the alarm to stop.